Event description:
Customer called to report the device had an alarm message on display without an audible tone. Troubleshooting was performed. The audible tone could not be heard. Customer reverted back to manaul injections.